Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information

Event description:
Additional information was received. No new information.

Manufacturer narrative:
Product analysis #242214683:analysis information -- 2019-04-24 13:52:20 cst pli# 10 product ID# 3058 below is: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins battery would not clear of impedance greater than 4kohms. They took out lead dried the lead, suctioned out battery and reconnected and still had impedances issues and ran for 240usec and 1.5v but it did not resolve and when they ran at 270usec 2.0v they had some contacts in range. The ins was then replaced and the issue was resolved. The cause of the high impedance and defective battery was unknown. No symptoms were reported and no further complications were noted or anticipated